Manufacturer narrative:
(B)(4). Evaluation summary: an unused, sealed device of the same lot number as the reported lot was received for evaluation. A visual inspection was performed with no defects noted. A functional test was performed in which the unit was connected to a solution source and primed; no issues were noted. Underwater pressure testing and clear passage testing were performed with satisfactory results. The reported condition was not verified for the unused sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set was found to have blockage in the valve. This was noticed during priming. There was no patient involvement. No additional information is available.